Event description:
The spouse called lifescan on behalf of the pt and alleged the one touch profile meter was reading inaccurately high. The reading was 325 mg/dl. A few weeks ago spouse stated there was a reading of 585 mg/dl. No symptoms of high or low blood glucose. The pt called the dr who advised he come in. A "few hours later", at the dr's office, the spouse stated the reading was about 172 mg/dl, however could not remember exact readings of times. No treatment was given. The customer care rep performed troubleshooting and twice the check strip was not within range. Based on the info obtained from the rptr there is indication the product malfunctioned due to the check strip failing, however no indication the product contributed to a serious injury. It is unk if the check strip was not within range at the time of the 585 mg/dl and no symptoms are treatment. The event is reported as a product malfunction. The meter was replaced and return expected.